Event description:
Vascular intervention case to treat peripheral arterial disease in the mid sfa. The quick-cross was introduced from the patient's left femoral access and progressed around the iliac bifurcation into the patient's right leg down to the mid sfa. Photos were obtained successfully and then a guide wire was threaded through the quick-cross before attempting removal. When the physician pulled the catheter and wire, a portion of the distal end of the catheter fractured and remained in the patient's leg. Attempts were made to retrieve the catheter but they were unsuccessful in getting another catheter large enough to hold a snare around the iliac bifurcation. The physician sent the patient to surgery for removal of the distal piece of the catheter. Post-op and discharge status is unknown at this time and will be provided in a follow up if provided to spnc.

Manufacturer narrative:
Physician and facility have not provided any further details about this case, all other information provided will be reported in a follow up.

Manufacturer narrative:
This follow up is being submitted to file the lot number of the device involved.

Manufacturer narrative:
This device was evaluated (B)(4) 2014. Physical evaluation of the device found bumps or ridges on the bump tubing suggesting the device caught onto something inside the patient causing the material breakage when removing the device from the patient.